Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies and the customer primed the tubing or changed the pump supplies to resolve the bubbles which resolved the occlusions. There was no adverse impact to customer¿s blood glucose level.